Event description:
It was reported by the affiliate that the (1) 511sd was used during a gynecological procedure. It was reported that the trocar would not engage. The case was completed with a new device and there was no consequence to the pt.